Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   4 devices were evaluated in the field and the issue was confirmed. The devices were repaired in the field and returned to service.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported there was reduced/inadequate brake force or the brakes do not remain engaged. There was no patient involvement.